Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up after receiving an alert for out of range pacing lead impedance. Upon interrogation it was noted that the right ventricular lead exhibited both elevated impedance and threshold values. Programming interventions were made to address pacing output. The patient's condition was stable.

Event description:
New information received noted that the further programming interventions were performed after it was determined that the patient was not pacing dependent. The physician elected to adjust the right ventricular pacing output to the minimum, so that the patient was paced through the left ventricle only.